Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21151. It was reported that the patient presented for follow up via merlin.net with several episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were initially suspected to be caused by intermittent ventricular capture. Subsequent in-clinic follow up noted the right atrial lead exhibited elevated capture threshold and pacing impedance. The patient reported waking up in a pool of blood and admitted to non-compliance of arm movement restrictions, and atrial lead dislodgement was suspected. Programming interventions were made. The patient was in stable condition.